Event description:
Mother, (B)(6), of patient, (B)(6), called in to complain of inaccurate meter readings. She reported that (B)(6) 2013 readings were 228mg/dl at 2:55 am, 89mg/dl at 4:29am, 268mg/dl at 5:16am, 290mg/dl at 8:29am, and 293mg/dl at 9:03am. She stated patient didn't have a normal glucose reading due to it being off the charts all the time. Patient's mother also said patient doesn't always clean hands. She indicated patient experienced vomiting, nausea, diarrhea, and stomach and back pain, and went to the hospital. Emergency room had reading of 475mg/dl. Patient was given zofran for nausea. Dilaudid for pain, and an IV. Patient's mother mentioned that these events have occurred several time but didn't blame prodigy. MFR ref # 3005862821-2013-00032.